Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they couldn't charge their implanted neurostimulator since over the weekend. Patient service specialist helped the patient inspect the recharger antenna cord, but no visible damage was detected. Patient attempted to initiate a charge session to their implanted neurostimulator, but they saw the reposition antenna message. Pt attempted to connect the pt programmer to the ins, but they saw the poor communication screen. The patient was redirected to their healthcare provider to further address the issue.